Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 4fr sheath was used to puncture the radial artery, and then the r2p destination sl guiding sheath was inserted into the artery. When the physician attempted to advance the guiding sheath to the descending aorta, the guiding sheath did not go through around the brachiocephalic artery probably due to the meandering of the artery and did not advance anymore. The guiding sheath was not used and replaced with another r2p destination sl guiding sheath, which went through the artery without problem. Subsequently, the procedure was successfully completed. There was no health damage to the patient. Blood loss was less than 250cc's.